Manufacturer narrative:
Device was reportedly discarded at the facility, not returned to MFR for investigation. Lot history review revealed no anomaly relating with the reported event. With the obtained info, it is presumed that the distal end of the guidewire might be trapped in the cto lesion, and that rotational and/or pull back manipulation might be made excessively to the guidewire, resulting the breakage of distal end due to the force exceeding the product design limit. Warning section of IFU describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action; when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction.

Event description:
During the procedure to moderately calcified cto lesion at rca #2, confianza pro guidewire was reportedly used and broken at its distal end 2 to 3cm. Snaring was attempted to remove the broken fragment, however unsuccessful. Since another stenosis had been observed at lmt, further treatment was abandoned at this facility, the pt was transferred to other hospital CABG surgery.